Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device met specifications. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device got an alert 113 (reduced water temperature control) and attempted calibration a while ago but could not remember why it failed calibration. They had to run a functional check, and it passed, so they had to run another calibration. The device was due for the 2k preventive maintenance. Per follow-up information received on 09jun2021, the biomed stated that the unit was calibrated successfully and calibration was also checked the next day. The unit was now fully functional and returned back into clinical service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device got an alert 113 (reduced water temperature control) and attempted calibration a while ago but could not remember why it failed calibration. They had to run a functional check and it passed so they had to run another calibration. The device was due for the 2k preventive maintenance.